Event description:
It was reported that the customer received multiple temperature alarms while in 30 degree temperature. The customer was unable to clear the alarms and resume insulin delivery. The customer's blood glucose level was impacted. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.